Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was no magnet response during interrogation of the pulse generator. The device sensitivity was reprogrammed.